Event description:
Oral-b brush heads falling apart - oral-b [device breakage] case narrative: consumer via e-mail stated that their oral-b toothbrush heads were falling apart. No injury was reported.

Manufacturer narrative:
14-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Oral-b brush heads falling apart - oral-b [device breakage] . Case narrative: consumer via e-mail stated that their oral-b toothbrush heads were falling apart. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.